Event description:
It was reported that the reservoir had a huge bubble after the customer had drawn insulin into it. The blood glucose reading was 367 mg/dl, which was treated with manual injection. The customer did not know why she experienced high blood glucose but noted that her doctor advised her to change the infusion set. Upon troubleshooting, the customer was able to successfully use the plunger to push the air bubble out of the reservoir. Unable to complete troubleshoot on the insulin pump due to lack of a tubing clamp; advised that one would be sent. Advised the customer to change the entire infusion set, reservoir and insulin. Advised the customer to call back upon receipt of the tubing clamp in order to continue troubleshoot. Assisted the customer with the fill cannula process. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.